Manufacturer narrative:
Further analysis of the analyzer alarm trace and qc results showed no indication of an issue. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but was not provided. A general reagent or instrument issue can most likely be excluded as the same sample gave plausible result using the same instrument and reagent. Possible root causes include insufficient electromagnetic interference (emi) laboratory compliance, insufficient sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
Serial no updated.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient tested for elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module. The initial tnths result was 30.71 ng/l (sample a). A new sample (sample b) was tested about 6 hours later from the same patient and a tnths result of 3.27 ng/l was obtained. Since there was a significant difference between sample a and sample b results, the customer repeated tnths testing on both samples. Sample a thths repeat result was 3.99 ng/l. Sample b tnths repeat result was <3.00 ng/l with a data flag. The initial result from sample a was reported outside of the laboratory. A corrected report was issued and a tnths result of 4 ng/l was reported. There was no allegation of an adverse event. The customer stated that there was sufficient amount of plasma in the sample tubes along with no visible clots. The qc results for tnths have been acceptable and the analyzer maintenance is up to date. The tnths reagent lot was 245194 with an expiration date that was requested but not provided. The investigation is currently ongoing.